Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture and high pacing impedances. The lead was reprogrammed to lv tip to rv coil, with satisfactory measurements. The patient was in stable condition and will continue to be monitored.

Event description:
New information received noted that the left ventricular (lv) lead continued to exhibit loss of capture, high impedances and loss of sensing. The lv lead was programmed off. The patient was in stable condition and would continue to be monitored.